Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there is an obvious difference in the liner and the provisional. Upon cementing the liner into the shell, cement flowed over and it was almost impossible to remove the excess cement. The surgeon removed the cup and liner and decided to implant a zca snap in cup.